Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient didn't know how to use their equipment for their therapy and the ins was not working. Patient said it hadn't been working for a year and a half. Patient said they poop on themselves every day and they have to wear a pad. Patient said they don't feel safe going out of their house in the morning because when they stand up, it just comes out of them. They said they have no indication that they have to go. Later in the call, patient mentioned they were told by their healthcare provider (hcp) that their battery was dead. Patient said they are going to have the stimulator removed and replaced with an ins that is MRI compatible. Patient said they would like a manufacturer representative (rep) to be present so that they can show them how to use the equipment. Patient also mentioned they have an appt with their hcp (B)(6) at 12pm. Email sent to field staff. Patient also mentioned that they've had a couple of bad falls where they had fallen on their back really hard 2-3 times. Additional information was received from a healthcare professional (hcp). The hcp reported that the fall's effect on the implant was unknown. They did however report that the lead was out of position.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28; lot# va12mkc; implanted: (B)(6) 2016; explanted: (B)(6) 2023; product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 14-dec-2019, UDI#: (B)(4). B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va12mkc implanted: (B)(6) 2016 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.